Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic spigelian and umbilical hernia repair on (B)(6) 2007 whereby a gore dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2009, an additional procedure was performed whereby explant of the gore device was performed. It was reported the patient alleges the following injuries: nausea, vomiting, adhesions, bowel obstruction, loss of consortium. Additional event specific information was not provided.

Manufacturer narrative:
A2: added date of birth. H6: corrected results code. Conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: operative records dated 9/21/2007 indicate the patient underwent laparoscopic lysis of adhesions, laparoscopic repair of a right spigelian hernia, and umbilical hernia repair. The records state: ¿the patient is a 41-year-old-female who was referred¿for a symptomatic spigelian hernia. She apparently had been to the emergency room august 15, 2007 with abdominal pain and was found to have a spigelian hernia on the right. Upon seeing her at the office on 09/04/07, she really had no pain. She was asymptomatic and she also was found to have an umbilical hernia, so we scheduled her for a laparoscopic right spigelian hernia repair and an umbilical hernia repair simultaneously. Findings from the procedure state: ¿incarcerated omentum in the spigelian hernia.¿ the (B)(6) 2007 records state: ¿the periumbilical incision was made first. This was carried down through the skin and into the fat. At this point, we peeled the umbilicus away from the hernial sac and was used this opening to place our first 10 mm trocar. Pneumoperitoneum to 50 mmhg was created. At this point, inspection revealed a wad of omentum inside the right spigelian hernia. Trocars 5 mm were placed, one in the right upper abdomen and one in the hypogastric lower midline. This is all done under direct laparoscopic guidance.¿ the (B)(6) 2007 records continue: ¿utilizing 0 degree and 30 degree lenses, we dissected the omentum off of the defect and at this point measured the defect and decided that an 8 x 10 dual mesh would be the perfect fit. This was introduced through the umbilical port and utilizing the tacker system it is tacked in place circumferentially. Some tackers are placed in the middle of the mesh lateral and inferior to the defect. The defect was very well covered. We irrigated and at this point we proceeded to recheck the abdomen. Irrigation was performed. Hemostasis being absolute, we released the pneumoperitoneum and we proceeded to repair the umbilical hernia with 0 prolene. After this was done, we clipped the skins together and we injected 20 cc of marcaine 0.5% in the subcu tissues of the wounds for postoperative pain control.¿ the records indicate a gore dualmesh® biomaterial (1dlmcp02/05043992) was implanted during the procedure. Records between 2007 and 2009 were not provided. Operative records dated (B)(6) 2009 indicate the patient underwent: ¿1. Exploratory laparotomy. 2. Lysis of adhesions. 3. Removal of foreign material (loose abdominal wall [tacks]). 4. Repair of recurrent right spigelian hernia. 5. Release of small bowel obstruction.¿ postoperative diagnosis states: ¿bowel obstruction and recurrent right spigelian hernia. Also, intraabdominal adhesions and loose abdominal wall tacks from previous hernia repair.¿ indications for the 8/7/2009 procedure states: ¿the patient is a 43-year-old woman who had laparoscopic repair of right spigelian abdominal wall hernia by one of the lopez surgeons two years ago. The patient now presents to banner boswell medical center emergency room with bowel obstruction, nausea and vomiting. A CT scan done showed small bowel obstruction with a loop of bowel caught within the recurrent right spigelian hernia.¿ ¿the patient had attempted upper gi series; however, she was vomiting too extensively. Thusly, it could not be done. Abdominal x -ray films showed persistent dilated loops of small bowel consistent with persistent high-grade small bowel obstruction. After discussion with the patient she opted to proceed with surgical management.¿ findings from the 8/7/2009 procedure state: ¿exploratory laparotomy was performed. There were extensive intra-abdominal adhesions from the exposed surface of the laparoscopically placed mesh. There were also multiple loose tacks in the abdominal wall. These were all removed. The patient was noted to have a loop of small bowel caught in the recurrent right spigelian hernia. The loop of bowel was reduced and it was viable. It did not need to be resected. The recurrent hernia was then repaired primarily. Seprafilm was then applied to the surface of the exposed old mesh.¿ operative notes from the 8/7/2009 procedure state: ¿a midline incision was carried out just above and to just below the umbilicus. The generous subcutaneous tissue was opened. The abdominal fascia was opened and the peritoneal cavity was entered under direct visualization. There were multiple loops of very dilated small bowel proximally. There were extensive intra-abdominal adhesions. These were taken down using sharp dissection and occasional electrocautery. There was extensive adhesions of the omentum and small bowel to the exposed surface of the previously placed mesh and also to the loose abdominal wall tacks. These loose abdominal wall tacks were all removed and sent off as foreign material. Once all the lysis of adhesions was performed, we were able to find the loop of small bowel caught within the recurrent right spigelian hernia. This recurred laterally. The loop of small bowel was freed up from the recurrent hernia. The segment was viable and did not require resection.¿ the 8/7/2009 operative report continues: ¿the recurrent right spigelian hernia defect was then closed with interrupted figure of eight 3-0 prolene stitches. The peritoneal layer was then closed on top of the exposed mesh using 3-0 vicryl stitches. The abdominal cavity was again thoroughly irrigated. Irrigation fluid was aspirated out. The small bowel was followed from the ligament of treitz to the terminal ileum. There was no other sites of obstruction besides the incarcerated loops of small bowel.¿ ¿seprafilm was then applied to the anterior surface of the omentum and small bowel. The abdominal fascia was closed with running looped #1-pds stitch.¿ there is no mention of infection and no mention of gore device removal in the records. Surgical pathology report dated 8/10/2009 regarding a specimen collected 8/7/2009 states: ¿specimen source: foreign material from abdomen. Clinical information: hernia ¿ recurrent ¿ r/o small bowel obstruction. Gross description: the specimen is received unfixed and consists of 6 cylindrical fragments of gray metallic wire up to 0.5 cm in length, 0.5 cm in diameter. No sections submitted.¿ ¿diagnosis: (gross) foreign object (wire segments) removed from abdomen (gross identification only).¿ records between 2009 and 2011 were not provided. Records dated 1/27/2011 indicate an ¿xray, gi tract, upper air contrast, barium, with small intestine follow-through¿ was performed. History states: ¿bloating, intermittent abdominal pain, status post hernia repair surgeries in september 2009 and september 2010.¿ findings state: ¿the preliminary image of the abdomen demonstrates multiple metallic coils projected over the right lower quadrant and right pelvis which could be secondary to hernia repair, facet hypertrophy in the lower lumbar spine and likely phleboliths in the pelvis. The patient swallows barium normally. Esophageal motility and morphology is normal. There is a very small sliding hiatal hernia apparent. No gastroesophageal reflux was visualized during the examination. Double-contrast evaluation of the stomach is normal. The duodenal bulb distends well. There is no ulceration seen. The postbulbar duodenum and proximal small bowel are unremarkable.¿ impression from the exam states: ¿very small sliding hiatal hernia. Otherwise unremarkable examination as noted above.¿ ¿unremarkable small bowel examination.¿ records dated 4/9/2011 indicate the patient was seen for ¿stress at work. Not sleeping well. Concerned about hernia now. Protruding more.¿ ¿incision hernia non tender.¿ records dated 4/14/2011 and 4/27/2011 indicate the patient was seen in consultation for an incarcerated recurrent incisional ventral hernia. Exam notes state: ¿patient has an incarcerated ventral hernia which has been rapidly increasing in size with great discomfort.¿ operative records dated 4/28/2011 indicate the patient underwent extensive adhesiolysis and laparoscopic repair of recurrent incarcerated incisional ventral hernias. The records state: ¿this is a 45-year-old female who presents with a re-recurrent incarcerated incisional ventral hernia. The patient has had 2 ventral hernias repairs done prior, one laparoscopic, one open. The patient presents now with multiple incarcerated incisional re-recurrent ventral hernias. She presents today for repair with mesh.¿ the 4/28/2011 operative report states: ¿extensive adhesiolysis was carried out in the anterior abdominal wall for approximately 45 minutes. The defect was measured. The entire incision was covered. A composix mesh of 21 x 16 cm was deployed intraabdominally where it was tacked to the undersurface of the anterior abdominal wall using absorbable tacker at 8 and 6 mmhg with pressure. This was done in a circular layer x2. The abdomen was then insufflated to 15 mmhg pressure and the mesh held well. Trocars were removed. Pneumoperitoneum was released. To approximate the skin edges we used 4-0 monocryl interrupted subcuticular type suture.¿ the records indicate a non-gore device was used during the procedure. Records dated 5/9/2011 indicate the patient was seen for follow up. ¿abdomen is soft with no masses.¿ ¿wounds are healing well with no signs of infection.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g07001: part/component/sub-assembly term not applicable. H6: conclusion code d17: no term/code available for ¿withdrawn complaint.¿ previous patient codes (1970, 2144, 1695, 2422, 3191 used for ¿loss of consortium¿) were reported based on the original complaint and are no longer applicable per gore¿s investigation. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. This event will be closed as no problem detected. Medical records: ¿ the known medical records span (B)(6) 2007 through (B)(6) 2011 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. ¿ records from (B)(6) 2007 through (B)(6) 2009; and from (B)(6) 2009 through (B)(6) 2011 were not provided. Patient information: medical history: bronchial asthma; spigelian hernia; umbilical hernia. Surgical procedures: 1997: oophorectomy; unknown date: hysterectomy; unknown date: hemorrhoidectomy; (B)(6) 2007: laparoscopic right spigelian hernia repair and umbilical hernia repair. Implant: gore® dualmesh® plus biomaterial. (B)(6) 2009: exploratory laparotomy; lysis of adhesions; removal of foreign material; repair of recurrent rt [right] spigelian hernia and release of sbo [small bowel obstruction]. (B)(6) 2011: extensive adhesiolysis and laparoscopic repair of recurrent incarcerated incisional ventral hernias. Implant preoperative complaints: (B)(6) 2007: [the patient has] ¿a symptomatic spigelian hernia. She apparently had been to the emergency room (B)(6) 2007 with abdominal pain and was found to have a spigelian hernia on the right. Upon seeing her at the office on (B)(6) 2007, she really had no pain. She was asymptomatic and she also was found to have an umbilical hernia, so we scheduled her for a laparoscopic right spigelian hernia repair and an umbilical hernia repair simultaneously.¿ implant procedure: laparoscopic right spigelian hernia repair and umbilical hernia repair. Implant: gore® dualmesh® plus biomaterial (1dlmcp02/05043992, 8cm x 12cm x 1mm). Implant date: (B)(6) 2007. Description of hernia being treated: ¿the periumbilical incision was made first. This was carried down through the skin and into the fat. At this point, we peeled the umbilicus away from the hernial sac and was used this opening to place our first 10 mm trocar. Pneumoperitoneum to 50 mmhg was created. At this point, inspection revealed a wad of omentum inside the right spigelian hernia. Trocars 5 mm were placed, one in the right upper abdomen and one in the hypogastric lower midline. This is all done under direct laparoscopic guidance.¿ implant size and fixation: ¿utilizing 0 degree and 30 degree lenses, we dissected the omentum off of the defect and at this point measured the defect and decided that an 8 x 10 dual mesh would be the perfect fit. This was introduced through the umbilical port and utilizing the tacker system it is tacked in place circumferentially. Some tackers are placed in the middle of the mesh lateral and inferior to the defect. The defect was very well covered. We irrigated and at this point we proceeded to recheck the abdomen. Irrigation was performed. Hemostasis being absolute, we released the pneumoperitoneum and we proceeded to repair the umbilical hernia with 0 prolene.¿ no post-operative records were provided. Revision preoperative complaints: (B)(6) 2009: ER visit ¿pt presenting with 8 days of constipation, on and off abdominal pain, on and off vomiting. Was given ¿nausea¿ med by pcp and was seen today. Labs were done but no results and pain is significantly worse since she took magnesium citrate around noon. Will get basic labs, and x-ray.¿ (B)(6) 2009: abdominal x-ray ¿findings: two-view abdomen were acquired. There is dilated small bowel with air-fluid levels suspicion of small bowel obstruction. There is no free air.¿ (B)(6) 2009: CT abdomen ¿there is marked dilated small bowel primarily in the proximal small bowel. The distal small bowel appears normal. There appears prior right lower quadrant abdominal wall surgery with mesh. There is a abdominal wall hernia in the right lower quadrant question of spigelian hernia which is the cause for small bowel obstruction.¿ (B)(6) 2009: ¿emergency room last night with complaints of abdominal pain, nausea, and vomiting. The patient apparently has had some abdominal discomfort for the past week. She was seen at dr. (B)(6) office and was given some stool softeners. The patient was feeling constipated and decided to take magnesium citrate at home. With that, she began vomiting yesterday.¿ ¿CT scan was done last night which showed small-bowel obstruction with right lower quadrant what appears to be spigelian hernia. There is also mesh from previous repair in that area.¿ (B)(6) 2009: ¿abdominal pain, nausea, and vomiting. Consistent with bowel obstruction. This could be due to adhesions or due to recurrent right lower quadrant hernia.¿ ¿the patient is to undergo upper gastrointestinal series to evaluate for the possibility for bowel obstruction. If she is truly obstructed, she may require laparotomy and repair of the recurrent abdominal wall hernia. In addition, the patient does have some hyponatremia that will need to be corrected preoperatively.¿ (B)(6) 2009: CT abdomen ¿mid small bowel obstruction likely high-grade with contrast not reaching decompressed bowel loops by 7 hours 45 minutes. Transition point appears to be in the mid abdomen on CT scan.¿ revision procedure: exploratory laparotomy; lysis of adhesions; removal of foreign material; repair of recurrent rt [right] spigelian hernia and release of sbo [small bowel obstruction]. Revision date: (B)(6) 2009. Findings: ¿exploratory laparotomy was performed. There were extensive intra-abdominal adhesions from the exposed surface of the laparoscopically placed mesh. There were also multiple loose tacks in the abdominal wall. These were all removed. The patient was noted to have a loop of small bowel caught in the recurrent right spigelian hernia. The loop of bowel was reduced and it was viable. It did not need to be resected. The recurrent hernia was then repaired primarily. Seprafilm was then applied to the surface of the exposed old mesh.¿ procedure: ¿a midline incision was carried out just above and to just below the umbilicus. The generous subcutaneous tissue was opened. The abdominal fascia was opened and the peritoneal cavity was entered under direct visualization. There were multiple loops of very dilated small bowel proximally. There were extensive intra-abdominal adhesions. These were taken down using sharp dissection and occasional electrocautery. There was extensive adhesions of the omentum and small bowel to the exposed surface of the previously placed mesh and also to the loose abdominal wall tacks. These loose abdominal wall tacks were all removed and sent off as foreign material. Once all the lysis of adhesions was performed, we were able to find the loop of small bowel caught within the recurrent right spigelian hernia. This recurred laterally. The loop of small bowel was freed up from the recurrent hernia. The segment was viable and did not require resection. The recurrent right spigelian hernia defect was then closed with interrupted figure of eight 3-0 prolene stitches. The peritoneal layer was then closed on top of the exposed mesh using 3-0 vicryl stitches. The abdominal cavity was again thoroughly irrigated. Irrigation fluid was aspirated out. The small bowel was followed from the ligament of treitz to the terminal ileum. There was no other sites of obstruction besides the incarcerated loops of small bowel.¿ ¿seprafilm was then applied to the anterior surface of the omentum and small bowel. The abdominal fascia was closed with running looped #1-pds stitch.¿ (B)(6) 2009: specimen(s) removed ¿lose [sic] tacks from previous hernia repair.¿ (B)(6) 2009: surgical pathology final report: ¿foreign object (wire segments) removed from abdomen¿ ¿gross description: the specimen is received unfixed and consists of 6 cylindrical fragments of gray metallic wire up to 0.5cm in length, 0.5 cm in diameter.¿ relevant medical information: (B)(6) 2011: abdomen x-ray: ¿very small sliding hiatal hernia. Otherwise unremarkable examination as noted above.¿ ¿unremarkable small bowel examination.¿ (B)(6) 2011: ¿patient has an incarcerated ventral hernia which has been rapidly increasing in size with great discomfort.¿ (B)(6) 2011: extensive adhesiolysis and laparoscopic repair of recurrent incarcerated incisional ventral hernias. ­ ¿extensive adhesiolysis was carried out in the anterior abdominal wall for approximately 45 minutes. The defect was measured. The entire incision was covered. A composix mesh of 21 x 16 cm was deployed intraabdominally where it was tacked to the undersurface of the anterior abdominal wall using absorbable tacker at 8 and 6 mmhg with pressure. This was done in a circular layer x2. The abdomen was then insufflated to 15 mmhg pressure and the mesh held well. Trocars were removed. Pneumoperitoneum was released. To approximate the skin edges we used 4-0 monocryl interrupted subcuticular type suture.¿ the records indicate a non-gore device was used during the procedure. Conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based on the available information, the gore device did not cause or contribute to or the records did not describe the reported 1217: explanted, 2203: other for ¿nausea¿ ¿vomiting¿ , 2422: bowel obstruction or 2564: an additional surgical procedure was necessary. The medical records state ¿once all the lysis of adhesions was performed, we were able to find the loop of small bowel caught within the recurrent right spigelian hernia. This recurred laterally. The loop of small bowel was freed up from the recurrent hernia. The segment was viable and did not require resection. The recurrent right spigelian hernia defect was then closed with interrupted figure of eight 3-0 prolene stitches.¿ based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history h6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records dated (B)(6) 2009 indicate the patient presented to the hospital with abdominal pain and distention. ¿pt presenting with 8 days of constipation, on and off abdominal pain, on and off vomiting. Was given ¿nausea¿ med by pcp and was seen today. Labs were done but no results and pain is significantly worse since she took magnesium citrate around noon. Will get basic labs, and xray.¿ radiology records dated (B)(6)2009 state: ¿findings¿ two-view abdomen were acquired. There is dilated small bowel with air-fluid levels suspicion of small bowel obstruction. There is no free air.¿ CT scan records dated (B)(6)2009 state: ¿there is marked dilated small bowel primarily in the proximal small bowel. The distal small bowel appears normal. There appears prior right lower quadrant abdominal wall surgery with mesh. There is a abdominal wall hernia in the right lower quadrant question of spigelian hernia which is the cause for small bowel obstruction. There is no free air or ascites. No abscess. No pelvic mass or iliac lymphadenopathies.¿ consultation records dated (B)(6)2009 state: ¿the patient is a 43-year-old female for emergent evaluation of abdominal pain and bowel obstruction.¿ the records state the patient was admitted to the emergency room last night with complaints of abdominal pain, nausea, and vomiting. The patient apparently has had some abdominal discomfort for the past week. She was seen at dr. (B)(6) office and was given some stool softeners. The patient was feeling constipated and decided to take magnesium citrate at home. With that, she began vomiting yesterday.¿ ¿CT scan was done last night which showed small-bowel obstruction with right lower quadrant what appears to be spigelian hernia. There is also mesh from previous repair in that area.¿ the(B)(6)2009 consultation records state: ¿abdominal pain, nausea, and vomiting. Consistent with bowel obstruction. This could be due to adhesions or due to recurrent right lower quadrant hernia.¿ the patient is to undergo upper gastrointestinal series to evaluate for the possibility for bowel obstruction. If she is truly obstructed, she may require laparotomy and repair of the recurrent abdominal wall hernia. In addition, the patient does have some hyponatremia that will need to be corrected preoperatively.¿ diagnostic radiology records dated (B)(6)2009 state an upper gi small bowel follow-through gastrografin study was performed. ¿history: small bowel obstruction. CT scan demonstrates decompressed colon, distal small bowel with mildly dilated fluid dilled loops of proximal, mid small bowel.¿ ¿impression: 1. Mid small bowel obstruction likely high-grade with contrast not reaching decompressed bowel loops by 7 hours 45 minutes. Transition point appears to be in the mid abdomen on CT scan. 2. Previous abdominal surgery.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act."